Event description:
A medwatch report was received from the user facility stating, "endobronchial ultrasound procedure done in the operating room. Noted at end of the procedure, that the fibers were poking through the end of the scope. Examined pt with another scope and was satisfied that no fibers were left in the pt." Olympus contacted the user facility to obtain additional info regarding this report, and the user facility reported that the procedure performed was a diagnostic endobronchial ultrasound, and at the end of the procedure, the physician noticed that the biopsy needle poked through the end of the endoscope and on the side of the endoscope. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that there was a leak at the bending section area due to a hole and cut; this phenomenon was attributed to physical damage. There were no broken/grayed wires noted on the bending section mesh. The internal channel of the bronchoscope was examined with a boroscope, and found no damage on the internal channel wall. This report is being submitted as an MDR in a abundance of caution.